Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately nine months and twenty-four days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of difficult cannulating due to stenosis. Reportedly, the adverse event was not related to study device and study procedure but definitely related to av access circuit. It was further reported that the subject underwent av access circuit re-intervention in the target lesion on left upper arm for difficult puncture. Furthermore, a standard percutaneous transluminal angioplasty was used during re-intervention on the target lesion on cephalic vein with initial stenosis of 50% and final residual stenosis of 40%. Reportedly, the re-intervention was successful and the current status of the patient was unknown.

Event description:
It was reported through the results of a clinical trial that approximately nine months and twenty four days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of difficult cannulating due to stenosis. Reportedly, the adverse event was not related to study device and study procedure but definitely related to av access circuit. It was further reported that the subject underwent av access circuit re-intervention in the target lesion on left upper arm for difficult puncture. Furthermore, a standard percutaneous transluminal angioplasty was used during re-intervention on the target lesion on cephalic vein with initial stenosis of 50% and final residual stenosis of 40%. Reportedly, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, component) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately nine months and twenty four days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of difficult cannulating due to stenosis. Reportedly, the adverse event was not related to study device and study procedure but definitely related to av access circuit. It was further reported that the subject underwent av access circuit re-intervention in the target lesion on left upper arm for difficult puncture. Furthermore, a standard percutaneous transluminal angioplasty was used during re-intervention on the target lesion on cephalic vein with initial stenosis of 50% and final residual stenosis of 40%. Additional information was received and it was reported that the subject had adverse events of stenosis in avf no signs or symptoms. The relativity of the adverse event is not related to the device and procedure but definitely related to the av access circuit and the re-intervention was performed. It was further reported that the subject underwent av access circuit re-intervention in the target lesion on left form arm for decreased access blood flow. Furthermore, a standard percutaneous transluminal angioplasty was used during re-intervention on the target lesion on cephalic vein with initial stenosis of 25% and final residual stenosis of 20%. Reportedly, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.